Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vessel harvesting system did not seal the large branches, resulting in some bleeding. The pt was not transfused as a result of the bleeding. They finished the case endoscopically, but had to open the right thigh creating an approximate 3 inch incision to look for the saphenous vein with no additional pt effects reported. The procedure was delayed about 30 minutes. The lot number is unk, as the product was discarded.